Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an upper endoscopy procedure performed on (B)(6) 2024. During the procedure, when inflating the balloon to 15mm with a pressure of 8 atm the balloon popped. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.